Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue with the abbott diabetes care (adc) device was reported via online through social media (facebook). The customer reported they received "bad readings that put them in the hospital for 2 days". It is unknown if the customer experienced any symptoms, but they indicated that they were in the hospital for 2 days. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event and subsequent treatment details. There was no report of death or permanent impairment associated with this event.